Event description:
It was reported to minimed that the customer experienced hypoglycemia. The customer also experienced a bolus wizard issue in which the insulin pump was not correcting correctly because the sensor was showing very high sensor glucose values, the correction bolus was reported as incorrect, and the insulin pump did not make the correct calculations based on the information entered, with a discrepancy of 3 to 6 in the actual versus expected bolus amount. The customer's blood glucose value at the time of the event was 3 mmol/l. The customer discontinued use of the insulin pump for treatment of hypoglycemia. The event involved product mmt-1885. Troubleshooting was performed and included reviewing bolus wizard settings, confirming parameters, entered blood glucose, and carbohydrates were correct, confirming the calculated bolus was not modified, explaining how the bolus wizard uses insulin sensitivity and target blood glucose, advising review with the healthcare team, and determining that the insulin pump would be replaced; the customer was instructed to enter bolus amounts manually on the current insulin pump until the replacement arrived. No further patient complications were reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.